Manufacturer narrative:
This product is not marketed in the us. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the optic torn/split, the haptic torn/broken/bent/deformed, scratches on the lens surface, and a blue spot. (B)(4), vicl's are contraindicated of implantations of a lens in patients under the age of 21 years old. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 13.2 mm vticmo13.2 implantable collamer lens, -12.00/3.5/89 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens tore/broke during loading into the cartridge. The lens was not implanted and there was no patient contact.